Event description:
It was reported that, during a thr surgery, two (2) r3 offset impactor tip fractured while impacting the liner, all pieces were recovered. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal reference number: case (B)(4). H11: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The associated devices were returned and evaluated. Visual inspection revealed that the devices showed heavy wear from use and significant material fracture; some fragments were returned, while others were not. Batch numbers for the devices were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history revealed similar events for the listed part numbers over the past 12 months, but no similar events were found for the batch based on historical data. This failure mode will continue to be monitored for future complaints to determine if corrective actions are necessary. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, there is no evidence to suggest that the products failed to meet specifications at the time of manufacture. These devices are reusable instruments that may be exposed to numerous surgeries. Damage from prolonged use, misuse, or rough handling are likely contributing factors to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted at this time; however, we will continue to monitor future complaints and investigate as needed. This investigation is considered closed